Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 265-270 mg/dl. The bg and occlusion would be addressed by either a change the pump supplies or insulin delivery would be resumed without a supply change. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.